Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture. It was noted that the patient had a coronary artery bypass grafting procedure performed in (B)(6) 2018. Bypass cannula interaction with the lead was suspected. The device was reprogrammed and the patient will continue to be monitored. The patient was in stable condition.

Event description:
New information received noted that the patient presented in the clinic on (B)(6) 2019 for follow-up. It was noted that the capture thresholds on the right atrial lead continued to increase. The patient was asymptomatic and stated was feeling great. The device was reprogrammed.

Event description:
Related manufacturer reference number: 2017865-2022-07702 new information received notes the physician elected to explant the atrial lead during routine device change out procedure due to the ongoing capture issues. During extraction, the ventricular lead was noted to be adhered to the atrial lead. The lead was explanted and replaced. The patient tolerated the procedure well and was transferred to the room in stable condition.